Event description:
A customer obtained an erroneously positive total bhcg (tbhcg) result for patient a and a higher than expected diluted tbhcg result for patient b. Subsequent testing produced a result in the normal reference range for patient a, and a significantly higher result for patient b. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse inspected the instrument and found a small slit in the peri-pump tubing and replaced the peri-pump and tubing. The fse performed a preventive maintenance (pm) on the analyzer. The fse conducted a diagnostic and dil-test, both passed within instrument specifications. On recur, the hardware issue could affect pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Hardware is the root cause for this event.